Manufacturer narrative:
(B)(4). Date sent: 9/4/2024. D4 batch #: v94u49. Investigation summary. The product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the handpiece was received disassembled and the ¿transducer assembly¿ detached from the device. The nose cone was cracked. No damaged stud was noted. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch v94u49, and no non-conformances were identified.

Event description:
It was reported that during a thoracic surgery the device could no longer be removed from the handpiece after the procedure, not event with the plastic knob. After turning the handpiece frequently, it broke. No patient outcome.